Manufacturer narrative:
Investigation including root cause. Analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the surgeon felt the patient's cornea was burned. Additional information has been requested.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the surgeon reported the device was burning the cornea. The surgery was cancelled and the patient outcome was noted as no patient harm occurred. The customer completed a questionnaire and noted the patient had received topical anesthesia. The patient was a (B)(6) year old male. No system message displayed. The event occurred during a cataract surgery. The customer noted the handpiece socket was burned and that the customer usually places the handpiece in water just after sterilization. The problem was not noticed before the surgery started. The phaco handpiece directions for use (dfu) recommends ¿never immerse the handpiece in liquid after autoclaving; allow it to air cool for at least 15 minutes.¿ corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ the system was examined and the reported handpiece was observed to have been ¿burnt¿. The printed circuit board (pcb) ultrasound (u/s) controller and u/s handpiece cable were both replaced to address the issue. The system was tested and found to meet product specifications. Due to the unavailability of the suspected handpiece, the handpiece non-conformance could not be confirmed at the site. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2006. Based on qa assessment, the product met specifications at the time of release. With no additional information provided, the customers reported event that the system caused the corneal burn was not able to be confirmed. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).